Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt, check therapy electrode messages) has been confirmed. Upon investigation the monitor had no driven ground signal. Corrosion was found under relay k700, shorting the component. The shorted component caused the lack of driven ground signal and the reported adjust belt and check therapy electrode messages. The root cause for the corrosion was ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was causing frequent adjust belt and check therapy electrode messages.